Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be bent. No other damages or defects were observed with the device. No issues were observed in the data downloaded from the device. The exact cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320; 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The father reported that the patient's blood glucose reached into the 550mg/dl range while wearing the pod on her abdomen for between 4 and 24 hours. He stated that the cannula became dislodged while the patient was at school. Treatment included changing the pod, drinking water, and walking around. The father also stated that the cannula appeared bent, but that it had been in a bag all day so he is not sure if it was bent at the time the device was removed. The device was returned for evaluation.